Event description:
A us distributor contacted zoll to report that the patient developed blisters from the ucor hfams patch. Patient described the area as burning, sharp pain, itching, stinging, bleeding, bruised, red, and raised. There was no alleged device malfunction contributing to the blisters. The patient's physician recommended temporary removal of the patch due to the blister. Outcome of the blister is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.